Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) university. E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon leak occurred. The 94% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was leaking due to a pinhole. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Event description:
It was reported that a balloon leak occurred. The 94% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was leaking due to a pinhole. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) university. E1. Initial reporter address 1: (B)(6). The device was returned for analysis and evaluated by manufacturer. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. No issues identified with the distal extrusion and balloon. An encore inflation unit was used to inflate the balloon to 12 atmospheres. After the first attempt failed to inflate the device was soaked in a water bath however on the second attempt the balloon again inflated. A detailed microscopic examination of the balloon material identified a pinhole leak in the balloon approximately 2mm proximal to distal markerband after inflation occurred. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues were identified during examination of the extrusion shaft. The tip showed no signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage.